Event description:
The hcp reported that the pump was explanted. The pt "was responding abnormally to dose changes". The pump was implanted for approximately 55 months. The pump was returned to the manufacturer for analysis.